Event description:
The user_s hearing performance was reportedly affected. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user presented at the clinic on may 17, 2022 with reports of affected hearing performance with the device which started three weeks prior. The user has been re-implanted on (B)(6) 2022.